Event description:
This case was solicited from a consumer. A woman, treated with rebif for an unspecified indication, experienced a device induced injury (pressure too high, needle reached the bone and fainting), which led to her hospitalization. Patient used rebiject ii for the first time in september 2006 and injected on her "deficient (left) leg." When she fired the applicator, the pressure was too strong and the needle reached her thigh bone, causing extremely strong pain, making her faint. She was taken to hospital with the needle and the rebiject device still attached on her legs. According to patient, the needle bent inside her skin as it touched the bone, due to the pressure. She went through a surgery to take the assembled rebiject and syringe out.